Event description:
Patient called in to report service error code multiple times. Patient further stated that the monitor often does not sense it's plugged in. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection. Kmt engineering evaluated the returned therapy cable and observed intermittent short in the hub circuit board. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.